Event description:
It was reported that a spectrum infusion pump had a jammed door. It was also reported that any patient involvement was unknown, but there was no serious patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed . The evaluation confirmed and reproduced the reported "door is jammed" as a door not fully latched alarm. The alarm was caused by severed motor mount screws that were lodged in the door link. The motor assembly (including the screws) was replaced to correct this condition.